Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, it was reported by the patient's parent that the pediatric patient experienced inaccurate cgm values which occurred four days after the sensor had been inserted in the arm. The patient was feeling grumpy that day. He went to school and about midday he started to feel unwell, so he went to the school nurse. At that time, the cgm reading was 4 mmol/l, and the school nurse treated the patient with a jelly baby (sugar). While she was getting the jelly baby the patient collapsed and started seizing. During the event nurse took a blood glucose reading which was around 2.5 mmol/l. The school called an ambulance, and the patient was taken to the hospital at around 1:30 pm. The patient was vomiting while in hospital and was treated with anti-sickness medication, once the medication was effective, he stopped vomiting and could be treated with food for hypoglycemia. Around 6 pm the patient was treated with paracetamol (pain killer) as he was experiencing massive headache. The patient recovered and was discharged around 10 pm the same day. At the time of the report the patient was feeling fine and was advised to rest. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.